Event description:
The caller reported the patients tube was being deflated and they could not get the air out. The tube was pulled out of the patient while it was inflated. The patient then required a non-routine replacement of the tube.